Event description:
The manufacturer's field service engineer (fse) reported the blower received in the preventive management kit did not spin when installed in the device. The part failed when it was initially installed into the deice during preventive maintenance. There was no patient involvement.